Event description:
During preventive maintenance, the central control monitor of the heart lung console did not initialize properly. Control of pumps and safety sensors remained available through redundant local controls. There was no adverse consequence to the pt as a result of this event.

Manufacturer narrative:
Evaluation anticipated, but not yet begun.